Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) of lot number 5853787 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast implantation procedure of unknown type with a saline mentor smooth round moderate profile 525cc breast implant and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 525cc on (B)(6) 2010.